Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2024. H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin unavailable. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? Did any needle piece fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. When the doctor used suture to suture the patient's epidermis during surgery, the suture was completed but the needle broke. The broken needle was not found in the operating room, and no needle or foreign body was detected in the patient's abdominal cavity or body during bedside photography. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: after investigation, the patient was a 39-year-old woman who underwent cesarean section on (B)(6) 2024. The operator used vcp1397h for skin suture in a continuous suture method during surgery. After the completion of suture, it was found that the needle tip was fractured (the specific length of fractured end was unknown). The fractured needle tip was not found in the operating room. The fractured needle tip or foreign body was not detected in the abdominal cavity and body of the patient via bedside radiography. The surgery was completed routinely. The patient was in stable condition currently and has discharged smoothly. No subsequent adverse event report was received.